Event description:
Material no.: 329515 batch no.: 8347602 it was reported that during use of the bd autoshield duo pen needle 30ga 5mm the sheath did not retract after the needles were used. The following information was provided by the initial reporter: customer ordered 18 bx and 8 bx out of the 18 were defective. The sheath did not retract after the needles were used.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
Material no.: 329515, batch no.: 8347602. It was reported that during use of the bd autoshield duo pen needle 30ga 5mm the sheath did not retract after the needles were used. The following information was provided by the initial reporter: customer ordered 18 bx and 8 bx out of the 18 were defective. The sheath did not retract after the needles were used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9036890. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-05. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.